Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), outer insulation breached cut, and appeared to have been damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), outer insulation breached cut, and appeared to have been damaged at implant.

Event description:
It was reported that during implant attempt, the lead was implanted and than dislodged. While attempting to re-implant the lead, the physician noticed that the lead had insulation damage. The lead was not used and a new lead was implanted. No patient complications were reported as a result of this event.